Event description:
It was reported that during the index procedure involving the stent graft esbf2514c103ee endur iis bif, stent graft etlw1616c124ee endur ii limb (x2), and stent graft etcf2525c49ee endur ii cuff. Intraoperatively, a type 1a endoleak was identified, requiring an ad junctive procedure with an aortic extender/cuff. At completion angiography, a type iib endoleak was observed, associated with multiple patient collateral vessels. Post the index procedure the patient developed a low-grade fever. Oral acetaminophen was given and th e patient's temperature decreased. The patient was discharged 2 days post the index procedure. The sponsor assessed the endoleak as device related and the fever as probable related to the index procedure and not device related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site updated the diagnosis of post procedural fever to post implant syndrome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: the sponsor assessed the endoleak as device related. The site assessed the fever as probable related to the index procedure and not device related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.